Manufacturer narrative:
The reported inability to loosen/tighten the lv set screw was confirmed in the laboratory. Visual inspection identified septum material inside the lv screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening/tightening the set screw.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a device change-out operation. During procedure, the set screw on the header of the new implantable cardioverter defibrillator was not able to properly be connected to the lead. High pacing impedance was also observed due to the loose connection. The physician exchanged the device during procedure. There were no patient consequences.